Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. The instructions for use for the impella 5.5with smartassist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and experienced an access site complication and stroke with a demised outcome. The patient presented with congestive heart failure exacerbation. An intra-aortic balloon pump was placed and showed worsening hemodynamics in which the decision was made to cannulate for veno-arterial extracorporeal membrane oxygenation (va ECMO). Following, the patient was transported to the cardiovascular operating room for an axillary impella 5.5 device placement. The impella implant procedure was successfully completed, patient extubated and transferred to the intensive care unit. Approximately seven days after start of the support, an access site hematoma developed. An evacuation was performed to the hematoma, and mcs continued. Five days later, the patient was severely diaphoretic, possible infection from prior ECMO groin site; however, results were negative. The patient had an incision and drainage washout two days following, and a couple of days thereafter, the patient experienced left sided weakness noted to be from pressing on a nerve during the ECMO groin site washout procedure. Three days following the left-sided weakness, the patient had slurred speech with maintained left sided weakness. Computed tomography showed the patient had a stroke on the brain stem. The patient was intubated to maintain the airway but would later expire this same day. The cause of death was not provided; therefore, unknown and the impella could not be excluded as a possible contributing factor.